Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station displayed a blue screen. Remote troubleshooting was performed to address the issue. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the station displayed a blue screen and hung during peripheral initialization. The root cause was identified as a system/peripheral initialization issue affecting biometric identifier login. The field service engineer disconnected all devices and drawers, reimaged and synchronized the station, reset the biometric identifier connection, and rebooted the system. Biometric identifier functionality was verified through diagnostics with successful user login, after which the station was reconfigured and rebooted. The system was tested using the hardware test application and dispensing application, and it functioned as intended following the repair.